Event description:
Information received by medtronic indicates insulin delivery was suspended due to the difference in sensor glucose and blood glucose values. The sensor glucose value that triggered the suspend on low/suspend before low event was 80.00 mg/dl. The blood glucose value that was associated with the suspend event was 200.00 mg/dl. The difference was outside of the target range. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.